Event description:
The stem and head looked to be sitting about 1cm higher than it should. The surgeon chose to pull everything out, including the glenoid.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 10 other devices from lot xp8cy1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided information states the stem and head looked to be sitting about 1cm higher than it should. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.